Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had time clock anomaly. Customer¿s blood glucose level was unknown at the time of incident. The customer also reported that the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected battery out limited alarm anomalies noted. No frozen screen noted during test and time clock advances properly.